Event description:
This sheath was used durng an implant procedure on (B)(6) 2018. When this sheath was advanced the tip got lifted and was unable to be used. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) hospital. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).